Manufacturer narrative:
6/23/1997-supplemental report #1 submitted to FDA.

Event description:
During a laparoscoi cholecystectomy procedure, the instrument cracked when removed from the package. The spring popped. The surgeon applied another device without patient injury.